Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the inner insulation was torn. It was also noted that the distal conductor fractured due to overstress, there was blood in/on the helix/lobe mechanism, there was tissue present on helix, the lead was stretched, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during implant attempt, the lead implanted and then explanted. The lead was repositioned several times due to inadequate numbers, whereupon there was pacing impedance less than 200 ohms. It was noted that the lead "took a beating." The lead was not used and was replaced. No patient complications have been reported as a result of this event.